Manufacturer narrative:
X-rays reviewed by the manufacture, no gross lead discontinuities visualized. Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that generator diagnostics resulted in high lead impedance for a system diagnostic test. Patient reported no longer feeling stimulation, no longer experiencing voice alteration and that the patient believes like her device has moved in her chest. A lead break is suspected. X-rays were taken and evaluated by manufacture which found no gross lead breaks. The physician and patient are currently considering lead revision surgery.